Event description:
Healthcare professional confirmed "left side baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.5a; a.6; g1; h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device has been explanted.